Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Summary of investigational findings: investigation is based on event description and imagings review. According to venogram the celect-pt filter was placed in an infrarenal location with no significant tilt or immediate perforation, but according to lateral x-ray there was 12° of anterior tilt. However, during retrieval approx. Six months later the tilt had slightly increased and venogram demonstrated perforation by he right lateral most primary filter leg extending just less than 5mm outside of the column of contrast. The perforation may be related to the mild tilt noted during placement and although the degree of tilt during placement did not meet the definition of significant, it may be enough to alter the forces placed on the individual filter legs increasing the likelihood of perforation. The filter was retrieved without difficulty or complications. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6), filter tilt > 16 degrees. During the index procedure on (B)(6) 2016, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 22.43 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 21.7 mm. There was no evidence of filter migration, extravasation of contrast, deformation, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.8 degrees. On (B)(6) 2016, post-procedure x-ray (same day as procedure): site: no evidence of filter fracture, embolization, migration, or tilt. Analysis: the angle of filter tilt in the ap view was 14.4 degrees and 0.4 degrees in the lat view. On (B)(6) 2016, pre-retrieval x-ray (175 days post-procedure): site: no evidence of filter fracture, embolization, migration, or tilt. Analysis: no filter fracture, deformation, or embolization, 0.8 degrees of filter tilt in the ap view, and 18.2 degrees of filter tilt in the oblique view. On the same day as the pre-retrieval x-ray, the filter was removed endovascularly via the right internal jugular vein without difficulty. There was no extravasation of contrast after filter retrieval. Patient outcome: on (B)(6) 2016 (197 days post-procedure), the patient completed the one-month post-retrieval clinical assessment and exited the study.